Manufacturer narrative:
H3 evaluation of the returned product found the foam strap has been soiled and damaged at the seam where the blue hook fastener is sewn on the foam strap material. Tensile strength failure observed on the broken areas indicating that the return sensor belt has been pulled excessively. Creases and dirt were found on the foam strap. The sensor belt was evaluated with an in-house 8645 unit and sent a signal to activate the unit when the silver conductive hook and loop were detached as intended. However, due to broken strap, the return sensor belt cannot be put into use. The possible root causes for this deficiency: 1. The patient did not remember how to self-release the product and proceeded to pull the strap excessively where the applied force passed the tensile threshold limit of the strap causing the sensor belt to come apart. 2. Patient is combative or aggressive, 3. The patient was cooperative in the beginning but became emotional or felt discomfort with the product and became aggressive or combative. A device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The product passed all verification testing and met manufacturing specifications prior to being released for distribution. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ensure all parts of the system are operational before leaving the patient unattended. Failure to follow the instructions could result in serious injury. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands the need to call for assistance before exiting the chair and how to self-release. Additionally, the precautions section indicates that this product is a non-invasive way to monitor patient movement. This device does not prevent falls and is not a substitute for good nursing and regular visual monitoring. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on product # 8399. Customer states that they had an incident with a patient falling out of their chair with the 8399 applied. The belt ripped in two places. Information is limited.